Event description:
An endurant stent graft system and a talent thoracic stent graft system were implanted for the endovascular treatment of a 6.75 cm diameter abdominal aortic aneurysm. The talent thoracic stent graft system was implanted proximal to the endurant stent graft. It was reported that a CT scan done revealed patient's abdominal aortic aneurysm had enlarged to 8.6cm. The physician thought that the cause of the contrast visible in the abdominal aortic aneurysm sac and aneurysm enlargement was due to type ii endoleak from the lumbar arteries, however, the physician saw evidence of type I or type iii from the cta study performed. No clinical sequelae were reported and the patient status is being monitored.

Manufacturer narrative:
(B)(4). (Implanted in abdominal aortic aneurysm).